Event description:
Patient stated she has never had bladder incontinence before implant (B)(6) 2017. The patient reported she has been having difficulty with bowel control since (B)(6) 2017. The patient synced implant with programmer and noted it was off. The device was tuned on and patient was feeling stimulation in the correct location. The patient was going to monitor her symptoms and contact her doctor if her symptoms continue. The patient reported that they had an emi done and that could be related. The patient stated she had a minor eye surgery done (B)(6) 2017 and cautery was used for the procedure. The change in therapy was noted as sudden. No further patient complications have been reported because of this event in the event description. The patient indicators for use for fecal incontinence and gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.